Event description:
It was reported that during a vats lobectomy procedure, on the third firing, the device made a complete cut line. The entire row of staples on the pt side deployed and formed b shape, but the staple row on the specimen side only completed 50% deployment, and only a part of those staples formed b shapes. Even though the staple line on the pt side appeared complete, there was bleeding from the pulmonary vein, which cause three liters of blood loss. The pt required a blood transfusion, and the surgery was converted to an open procedure to avoid further serious injury. The surgical team managed to gain control of the situation and stabilized the pt. The pt will remain in the hosp for the next several days for observation. Since receiving this report, the pt is reported to be in stable condition.

Manufacturer narrative:
Anticipated, but unavailable at this time.